Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fracture (vcf) perhaps due to multiple myeloma levels implanted: l3 it was reported that on 31 oct 2018, intra-op, the balloon ruptured very early in the inflation process, at low pressure and low volume. The product came in contact with the patient. There was an unspecified delay in the overall procedure as the result of the event, however the procedure was completed successfully with a new product. No patient symptoms or complication were reported.